Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date listed in section b-3 is the date when abbott diabetes care became aware of the event.

Event description:
Customer reported that he received a reading of 246 mg/dl on (B)(6) 2011, 196 mg/dl on (B)(6) 2011, and 259 mg/dl on (B)(6) 2011, on his adc blood glucose meter, which was higher than he felt. In addition, customer reported that on two occasions (unknown dates) he took insulin based on the readings he obtained and subsequently experiencing weakness and lost consciousness. No third-party medical intervention was reported. Customer self-treated by drinking juice and eating cookies and sugary products. There was no report of death or permanent injury associated with this event.